Event description:
Event #1 [redacted date]: during prep, the angioseal closure device would not lock together. This closure device was removed and replaced with another with no harm to the patient. Event #2 [redacted date] we have been experiencing an is:sue with the 6 fr. Angioseal where the dilator did not lock into the sheath and would slip. We have pulled what we thought was the affected lot 0000346702. However, dr. [Redacted name] experienced this issue with lot 0000367494 yesterday. This issue has happened with several mds. There was no patient harm similar reports in maude with manufacturing acknowledging a problem in their process.